Event description:
Event description guidant received information that in 2004 the patient with this pacemaker (1194) was feeling tired and undersensing of the ventricular lead was observed. At this time the chronic atrial lead was surgically abandoned due to placement difficulty. Therefore, a single chmber device (1194) was implanted. Twenty months later, this ventricular lead was surgically abandoned and replaced due to noise, resulting in oversensing. The decision was made to implant a dual chamber pacemaker and a cardioversion procedure was performed due to atrial fibrillation. A new atrial and ventricular lead, as well as a dual chamber device were then implanted.